Event description:
It was reported the patient experienced increased spasticity. There was a catheter issue; a break at the anchor and a leak were noted during a catheter dye study (date of study unknown to the reporter). The pump and catheter were replaced on (B)(6) 2014. The new pump reservoir size was 40 mls which was intended to ¿spread out refills¿ and the new catheter was an ascenda model. The patient status at the time of this report was alive, no injury. The pump was used to deliver lioresal. Additional information has been requested, but had not been received as of the date of this report.

Manufacturer narrative:
Analysis of the pump revealed no anomaly. Analysis of the catheter revealed sc connector coring-tears-cuts in seal, catheter body user related hole. (B)(4)

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2014, product type: catheter. (B)(4).